Manufacturer narrative:
MFR ref no (B)(4). Baxter received and evaluated the device. The eval confirmed and reproduced the reported symptom system error 105, which was caused by sheared motor mount screws. The failed motor assembly (including the motor mount screws) was replaced.

Event description:
It was reported that a spectrum pump displayed system error 105. It was also reported there was no pt involvement.